Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the nurse tried to test the device and the reload cartridge, but it would not grasp. They changed the other cartridge. There was no patient involved.